Manufacturer narrative:
Date of event: date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator(ins). Rep reported that patient (pt) started to have intermittent burning sensation about 4-5 months ago, random position, and with stimulation on. Rep reported pt did not have adaptive stimulation turned on and impedance was normal. Rep reported nothing happened around that timeframe, no fall or trauma. Rep reported that palpating with stimulation on/off did not reproduce burning sensation and pt could not reproduce burning sensation. Rep reported ins pocket site looks fine. Additional information was received from rep in a second call reporting that pt noticed that when they are charging, they would feel the ins getting hot and this started about 1+ year ago. Rep reported there is no message seen on pt's controller and ins pocket looked fine. Rep reported the hotness happens most times but not every time. Pt did not bring their recharger to the appointment for troubleshooting. Suggested wearing a thin cloth between the recharger and skin. Reviewed air flow when charging.

Manufacturer narrative:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported additional information that the patient was only feeling a burning sensation during recharging. The cause of this sensation and the implant heating was not known. The rep encouraged the patient to use a thin piece of cloth or clothing between the charging antenna and skin and/or use the recharging belt. It was unknown if the burning sensation/implant heating was resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.